Event description:
Caller reported that the cartridge did not fit properly on the pump. There was no adverse impact to the customer¿s blood glucose level, as the level was already high due to a separate issue. The customer was instructed by technical support to remove the obstructing o-ring and inspect the previous cartridge, and successfully loaded a new cartridge onto the pump, allowing them to resume insulin delivery.